Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this supplemental mw is being submitted as a retraction of the initial report MFR report number 0001038806-2023-01957, which was found to be a duplicate of the same event already submitted under MFR report number 0001038806-2023-01696 on 11-sep-2023. No additional reports will be submitted under MFR report number 0001038806-2023-01957.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2023-01957 as this event has already been submitted and is a duplicate of MFR report number 0001038806-2023-01696 that was submitted on september 11, 2023.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported tenderness and pain around the implant at tooth location #6. The implant was removed.